Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.614.017; lot: 5924415; manufacturing site: salzburg; release to warehouse date: september 19. 2013. A manufacturing record evaluation (mre) was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of damage, which agrees with the reported complaint condition. The distal external threads are stripped / worn. Thus, the complaint was confirmed. The remaining portion of the device shows minimal wear due to the consistent usage. Functional test: functional test cannot be performed because the device was received by itself. The received condition agrees with the complaint description. Mre review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Document/specification review: the following design drawings were reviewed during this investigation: -spring loaded threaded driver sleeve assembly design drawing -inner sleeve component design drawing no product design issues or discrepancies were observed during this investigation. Dimensional inspection: the major thread diameter measured within specification. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed, however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique, or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a spinal fusion procedure. During the procedure, the threads on the holding sleeve appeared to be damaged as it was very difficult to thread on a screw. The holding sleeve jammed and will not thread properly. There was no surgical delay and there was no patient consequence. The procedure was completed successfully as other similar instruments were used. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).